Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise with pacing inhibition. Lead fracture was suspected. Further evaluation is expected at the next follow up appointment. The rv lead remains in service. No adverse patient effects were reported.